Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the floating balloon cannot be inflated. As per follow-up information received via ibc on 10feb2023, it was stated that the device was used on the patient and the patient was exposed to hazardous, blood, or bodily fluids.

Event description:
It was reported that the floating balloon cannot be inflated. As per follow-up information received via ibc on 10feb2023, stated that the device was used on the patient and the patient was exposed to hazardous, blood, or bodily fluids. As per notification received from investigator on 17may2023, it was stated that a tear was noted in the tip of the catheter where the balloon was attached.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The root cause of the reported issue was unknown. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the floating balloon cannot be inflated. As per follow-up information received via ibc on 10feb2023, it was stated that the device was used on the patient and the patient was exposed to hazardous, blood, or bodily fluids.